Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the transgastric-jejunal tube fractured under the balloon and the tube passed through the patient gastrointestinal tract and out the anus on (B)(6) 2016. The tube was initially placed around (B)(6) 2015. Additional information received on (B)(6) 2016 from the interventional radiology nurse that stating that the tube was spontaneously fractured at the transgastric-jejunal tube junction and the balloon was still inflated. The tube was placed (B)(6) 2015. The mother reported to the interventional radiology nurse that there was no trauma or unusual circumstances. Per the radiologist notes, replacement of the jejunal tube was performed under fluoro. The placement of the feeding tube took place on (B)(6) 2016 at 2:05 am. The technique to place the tube was through the broken transgastric-jejunal tube, a glide wire was advanced through the stomach and duodenum into the proximal jejunum. The broken transgastric-jejunal tube was removed, and a new transgastric-jejunal tube was advanced over the glide wire with the tip positioned in the proximal jejunum. The balloon was then inflated with approximately 4 ml of dilute contrast material. The position was then confirmed with injection of a small amount of contrast material through the jejunal port and through the gastric port. The broken migrated catheter fragment known to be within the patient's anorectal region was then gently removed successfully. The tube was a 16 french, 1.7 cm stem, 22 cm length transgastric-jejunal tube. Additional information was received on (B)(6) 2016 from the clinical nurse manager stating that there has been no change in patient status. The tube was in placed for three months - initial placement (B)(6) 2015, fractured and removed on (B)(6) 2016. No injury reported. No further information provided.